Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date cannot be identified because the serial/lot number is unknown. Based on the results of the investigation, the phenomenon (b30 error) likely occurred due to infiltration of liquid into the combined scope (ingress of fluid into the two scopes, as suggested by the facility technician). A review of the device service manual confirmed that b30 error is a scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it mainly generated by foreign body attachment and moisture attachment of the electric junction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source was turned off. It was noted that a b30 scope communication error was seen on the screen when the light source was plugged in. There was a faulty connection line noted on the oer elite and the facility technician thought the issue was related to fluid invasion. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.